Event description:
Customer reported that the touchscreen of their device was unresponsive. There was no reported impact to the customer¿s blood glucose level. Due to the expiration of the warranty on 26/10/2025, the pump would not be returned, and no replacement actions were detailed.